Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that when connecting "150 and 180" series scopes to the olympus, model cv-190, evis exera iii video system center, the endoscopic image was not visible and noise and grid lines were present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the indicated phenomenon was caused by the failure of the patient board, but the cause of the failure of the patient board could not be identified. The repair department confirmed image noise and grid lines on the 180 and 150 series scopes, and the image freezes on the 190 series scope. They obtained information that it was due to a patient board failure. Other inspection findings were as follows: dust inside the housing; rust on the cable unit; rust on the cable between the ex-board and ap board; deformation of cable between cp board and cn board; loose video connector; damaged front panel; damaged net spacer olympus will continue to monitor field performance for this device.